Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd ultra fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported needle clog during injection. Consumer is new to using bd needles. Lot #: 0289900, catalog #: 320122, date of event: 02-24-2021.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported needle clog during injection. Consumer is new to using bd needles. Lot #: 0289900, catalog #: 320122. Date of event: (B)(6) 2021.